Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision of restoration c stem.

Manufacturer narrative:
An event regarding an alleged revision surgery involving a restoration modular cemented stem was reported. The event was not confirmed. It is noted that no specific reason was given for the revision of the restoration modular cemented stem. Method & results: -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as the lot # is unknown. -complaint history review: not performed as the lot # is unknown and no device specific failure modes were identified. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of restoration c stem.